Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The reported short nail was returned to depuy synthes for evaluation. Depuy synthes conducted a visual inspection of the returned device. Visual inspection: the received nail was returned with slight usage sings and scratches. Otherwise the devices are undamaged and still functional. There is no product problem reported. Since the short exchanged nail was returned for investigation this complaint will be rated as confirmed. However, there is no reported product problem reported, and no manufacturing issues could be found on the returned product. Furthermore, the review of the device history records shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. We conclude that the cause of failure is not due to any manufacturing non-conformances. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance device history lot part number: 04.016.038s, synthes lot number: 62p5180, manufacturing site: mezzovico, release to warehouse date: oct 20, 2020, expiry date: sep 1, 2025. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation surgery for the proximal right humerus fracture with the short nail. During the surgery, after the nail insertion, the surgeon confirmed by the image intensifier that the secondary fracture didn¿t occur. During the third proximal screw insertion, the surgeon confirmed that the secondary fracture occurred at the humerus shaft. The surgeon replaced the short nail with the long nail, and the surgery was completed successfully without any surgical delay. The patient had progressing osteoporosis and the surgeon commented that the osteoporosis caused the secondary fracture. No further information is available. Concomitant device reported: unknown screw: (part# unknown; lot# unknown; quantity: unknown); unknown screwdriver (part# unknown, lot# unknown, quantity# 1). This report is for one (1) 9.5mm ti multiloc prox humeral nail/rt/cann/160mm-ster. This is report 1 of 1 for complaint (B)(4).